Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60506 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded when it was articulated at the hepatic portal. A guidewire was inside the spyscope ds when it protruded. Reportedly, no part of the spyscope ds device detached. The spyscope ds device was removed and the procedure was continued with another spyscope ds device. The working channel sleeve also protruded out of the second spyscope ds device. Reportedly, no part of the second spyscope ds device detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no user injury nor patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60506 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded when it was articulated at the hepatic portal. A guidewire was inside the spyscope ds when it protruded. Reportedly, no part of the spyscope ds device detached. The spyscope ds device was removed and the procedure was continued with another spyscope ds device. The working channel sleeve also protruded out of the second spyscope ds device. Reportedly, no part of the second spyscope ds device detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). A visual assessment was performed after disinfection. As received the working channel sleeve protruded. Maximum protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR device history record review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.